Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported that during initial implant procedure patient's new implanted pacemaker was not able to activate radio frequency (rf) communication and not able to be interrogated with rf telemetry. The pacemaker was successfully able to be interrogated with inductive telemetry. No intervention was performed. There were no patient consequences.